Event description:
It was reported the patient had nerve damage in her leg, and her feet were "freezing." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 748925 serial# (B)(4) implanted: (B)(6) 2005 product typ extension, product ID 748925 serial# (B)(4) implanted: (B)(6) 2005 product typ extension, product ID 7435 serial# (B)(4) product typ programmer, patient, product ID 3487a-33 lot# j0542955v implanted: (B)(6) 2005 product typ lead, product ID 3487a-33 lot# j0542955v implanted: (B)(6) 2005 explanted: product typ lead. (B)(4).